Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to osteolysis and liner wear. A femoral head and omnifit series ii insert were revised to a biolox c-taper ceramic head with adapter sleeve and 32mm 10° omnifit crossfire insert. The patient's securfit shell was not revised. Rep reported that x-rays, medical records, and further information are not available.